Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. Root cause: according to the physician, the cause of the lens damage was related to use of the lens injector system, where the foam tip plunger overrode the lens.

Event description:
The physician reports that the crystalens trailing haptics tore when delivering the lens using the staar surgical lens injector system. The posterior capsule was damaged and vitreous fluid was lost. A vitrectomy was performed and the original incision was enlarged, the damaged lens was removed, and the incision was sutured. The physician was unable to implant the back up crystalens due to compromised capsular bag (contraindicated). An anterior chamber iol was implanted.